Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that tops are coming off of tubes causing blood leakage. Reported issue: the lab director says the tops are popping off and blood is going everywhere.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced the stopper popping out of the tube. The following information was provided by the initial reporter. The customer stated: it was reported that tops are coming off of tubes causing blood leakage. Reported issue: the lab director says the tops are popping off and blood is going everywhere.